Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was explanted. Additional information was provided that the iol was exchanged with an unspecified iol model. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a small plastic container. Solution was dried on the lens. The optic is torn/cut from edge, through central optic zone and continuing toward opposite edge. The customer indicated the use of a non-qualified cartridge, handpiece and a non-qualified viscoelastic. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint of 'explant'. A specific reason was not provided. The lens was torn, typical of a lens removal. A non-qualified combination of associated products were used. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is not qualified for the lens when used with a qualified cartridge. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The replacement lens information was not provided. (B)(4).